Manufacturer narrative:
The device was not returned for analysis. Production record review could not be performed because the lot number was not reported and the product was not returned for analysis. The lot corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: a partial UDI was provided as the lot number is not known. The additional prostyle devices referenced in b5 are captured under separate medwatch report numbers. Attachment: user medwatch report # (B)(4).

Event description:
A user facility medwatch report received that states: "describe the event or problem: inpatient angiogram procedure with embolization of splenic artery after liver transplant. Right common femoral artery puncture. Deployment of suture mediated closure device (perclose prostyle - abbott vascular) with failure to ¿capture¿ the suture, which is a recognized failure and occasionally happens. The device and suture were removed uneventfully, apparently intact, over the wire. A second device was advanced and deployed which also failed in identical fashion. The second device and suture were removed uneventfully, apparently intact, over the wire. A third device was advanced and was deployed successfully achieving arterial closure and hemostasis (as expected). Following deployment of the third device, dr. And resident inspected the three devices and it was discovered that one of the three devices (believe it was the first one deployed) was missing one of two ¿foot plates¿. The foot plates are part of the mechanism of the device. Each foot plate is a small piece of plastic (not radiopaque) which is perhaps 4 x 3 x 1 mm. The sterile tray and sterile drapes and towels were searched for the foot plate. Physician concern that the missing footplate could have broken off inside the artery. Because the missing piece is radiolucent (not visible on x-ray), the decision was made to perform a right lower extremity angiogram to evaluate for the possibility that the missing piece had embolized into a right lower extremity artery. The left common femoral artery was accessed and via this access, right lower extremity angiogram was performed showing normal arterial anatomy without evidence for an embolized or lost intra-arterial fragment. The catheter was removed and hemostasis at the left femoral artery access site was achieved with direct pressure, a closure device was not used. Sterile dressings were applied to both right and left femoral artery punctures." This event is capturing the general comment: "failure to 'capture' the suture" [cuff miss] is "a recognized failure and occasionally happens."